Event description:
It was reported that this pacemaker and non boston scientific right ventricular (rv) lead presented oversensing of noisy signals on the rv channel and this resulted in an inappropriate stored ventricular episode. Technical services (ts) was consulted and discussed the stored episode. Information from the field indicates the patient was undergoing an ablation procedure at the time, so electromagnetic interference (emi) was stablished as the source of the noisy signals. This pacemaker remains in service. No adverse patient effects were reported.